Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series chapter 3 preparation and inspection. Gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope was out of focus. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found there was a foreign object inside the nozzle. In addition, the evaluation found the following; due to damage on the charged coupled device, the zoom did not work smoothly, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover had a crack. The plastic distal end cover, connecting tube, image guide protector, forceps elevator lever and knob, the up/down and right/left knobs, the protector of the universal cord on the suction connector side, the scope connector cover unit, the scope cover, the suction connector, the universal cord, the grip, the control unit and the switch box all had scratches. The control unit had discoloration. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was inside the nozzle. There was no delay in the start of the pre-cleaning. It was unknown if the air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.